Event description:
Pt reported that they experienced low blood glucose levels for 11 days. Pt was admitted to hospital because of low blood glucose and vomiting. Pt was given glucose, and they were released from the hospital 3 days later. Pt's blood glucose levels (while in the hospital) were 1.2 to 3 or 4 mmol/l.